Manufacturer narrative:
A2: age at time of event - updated age based on article. B5: describe event or problem - updated narrative based on literature. B7: other relevant history- included patient medical history details. Literature citation: jena, nihar k., latchminarine, nicole, tirunagari, deepthi, apala, dinesh reddy, patel, kirit. Retrieval of left atrial appendage occlusion device from left ventricle using a snare. Jacc. 2022 march 8; 79(9): 2891. Analysis of the implant included microscopic and visual inspection. Inspection revealed a broken strut with two additional struts bent. The strut damage was consistent with snare removal. Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was used. Initial deployment of the wds resulted in substantial mitral shoulder. A partial recapture was performed and the device was redeployed with clockwise torque to try and improve the mitral shoulder. The wds met release criteria with adequate tug, no jet, and some mitral shoulder. After a discussion by the implant team about the risk and reward due to limited depth and challenging anatomy, the device was released. Later in the afternoon, the device embolized and was lodged in the left ventricle. A catheter was inserted through the previous trans septal puncture to dislodge the device. The device migrated into the descending aorta where a snare was used to remove the device without any complications. The patient made a full recovery. It was further reported that the patient was asymptomatic immediately post procedure and was monitored in the critical care unit. Telemetry showed frequent premature ventricular contractions, so an echocardiogram was performed, which revealed the embolization of the closure device into the left venticle, and stuck in the mitral valve apparatus.

Manufacturer narrative:
Analysis of the implant included microscopic and visual inspection. Inspection revealed a broken strut with two additional struts bent. The strut damage was consistent with snare removal. Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was used. Initial deployment of the wds resulted in substantial mitral shoulder. A partial recapture was performed and the device was redeployed with clockwise torque to try and improve the mitral shoulder. The wds met release criteria with adequate tug, no jet, and some mitral shoulder. After a discussion by the implant team about the risk and reward due to limited depth and challenging anatomy, the device was released. Later in the afternoon, the device embolized and was lodged in the left ventricle. A catheter was inserted through the previous trans septal puncture to dislodge the device. The device migrated into the descending aorta where a snare was used to remove the device without any complications. The patient made a full recovery.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was used. Initial deployment of the wds resulted in substantial mitral shoulder. A partial recapture was performed and the device was redeployed with clockwise torque to try and improve the mitral shoulder. The wds met release criteria with adequate tug, no jet, and some mitral shoulder. After a discussion by the implant team about the risk and reward due to limited depth and challenging anatomy, the device was released. Later in the afternoon, the device embolized and was lodged in the left ventricle. A catheter was inserted through the previous trans septal puncture to dislodge the device. The device migrated into the descending aorta where a snare was used to remove the device without any complications. The patient made a full recovery.